Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a thrombus was noted. During a watchman procedure indicated for an atrial fibrillation case, a versacross connect laac kit was selected for use. A watchman fxd double curve and versacross connect system were advanced to the superior vena cava (svc) for trans-septal puncture. Initial attempt was made, but did not have enough reach to the septum. The system was then pulled into the inferior vena cava (ivc). The versacross connect was separated from the sheath and an additional curve was added outside the body. After re-flushing the sheath and dilator, it was re-inserted and further advanced to the svc. The physician proceeded to drop down into the septum and a clot was visualized at the tip of the sheath via transesophageal echocardiogram (tee). The physician aspirated the clot and pulled everything out of the body. A new watchman fxd double curve sheath was opened, prepped and used for the rest of the procedure. A 31mm wm flx pro was prepped, deployed and released upon meeting pass criteria. The patient was stable the entirety of the case, then hospitalized and was discharged the following day.the device is not expected to be returned for analysis (disposed). The plan was to give 3k before tsp and then to give another 3k after tsp, but since we noted there was a clot on the sheath, the physician ordered to give the other 3k before crossing. Act was 215 after crossing and additional 2k was given. Clot was attached at the tip of the sheath.